Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, a system advisory displayed. The laser was unable to be used. There was no intraocular bleeding. The patient underwent a second procedure the following day to complete the case successfully.

Manufacturer narrative:
The operator¿s manual includes: the system communicated the advisory of (laser controller maximum current exceeded error. Laser functions will be disabled.). The system communicates information to the user through the display of system messages(sm), which are displayed and described to the user as faults, errors, advisories or system information. These terms are used to classify the level of response required to ensure fail-safe operation of the system. The presentation of a system message alone does not indicate that a malfunction has occurred. System messages typically occur when the system detects a condition that is not met but is required for the system to continue. System messages and associated actions are intended functions presented as a precursor to mitigate an unanticipated condition. The system was examined and the reported ¿system message (sm)¿ event was confirmed and replicated. The printed circuit board (pcb) was subsequently replaced to address the issue. The replaced part was returned for evaluation. The system was then, tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The pcb (under this investigation), was confirmed to have a component short, consistent with the sm issue reported.¿ as such, an internal investigation was opened for this event. System messages are priority based, with fault messages being the highest priority, followed by error messages, advisory messages, and system information. Each type of message is color coded as follows: fault ¿ red; error ¿ yellow; advisory ¿ green; information - blue each message also has a number associated with it that indicates the submodule that prompted the message. The number range for each submodule in the system is assigned as follows: laser submodule - 8000 to 8999. When an advisory or information message is displayed that is related to a setup issue, it may be helpful to access the video or wizard help for assistance in solving the issue. These help aids are available in any of the setup screens by pressing the help button. System advisory messages are displayed in a popup window. Advisory messages are displayed when the system detects that a minor condition is not being met, typically a situation that can be corrected by the user. When an advisory is detected, the following actions occur: surgical modes related to the advisory are not available. An advisory message popup window is displayed to inform the user of a condition that requires corrective action. The popup is removed if the condition is corrected or if the operator presses a button on the advisory to acknowledge the advisory. Certain advisory messages that only present a single user response button may also be configured to ¿automatically fade away.¿ fading advisory messages shall be displayed for 20 seconds after which, in the absence of a user response, will fade away. An advisory tone is activated. The root cause of the reported event is attributed to a non-conforming component, within the replaced part. As such, an internal investigation was opened for this event. The manufacturer internal reference number is: (B)(4).